Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial areas and mouth angles. The patient allegedly developed redness, tenderness, itching and drainage in the nasolabial areas. The area was cultured. The patient was treated with bactrim ds and doxycycline.